Event description:
It was reported to philips that the device experienced an external paddle failure during operational testing. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a loose internal cable connection. Based on the conclusion of the evaluation, it was determined that this was a malfunction of an internal paddle tray cable. The internal connection was realigned to resolve the reported issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced an external paddle failure during operational testing. There was no patient involvement.